Event description:
It was reported that the patient experienced no stimulation sensation. The patient¿s stimulation turned off the night prior to the report and she was unable to get it back on using the patient programmer. The patient reportedly last recharged the sunday prior to the report and the implantable neurostimulator (ins) was fully charged. The reporter indicated that the patient was unable to make adjustments both with or without the antenna attached. The poor communication screen continued to show up when an attempt was made to sync with the device. It was noted that the patient was going to attempt using another antenna. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3998, lot # j0543007v, implanted: (B)(6) 2005, product type lead. (B)(4).